Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted in the revision reported was potentially the result of an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, causing a local stress rising and fracture of the insert. However, this cannot be confirmed because the devices were not returned for evaluation. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-01026, 1038671-2019-01027, 1038671-2019-01028, and 1038671-2019-01029. Section h11: corrections made in the following section(s): (d1) brand name. (D2) product code. (G1) MDR reporting contact name. (G4) date received by manufacturer on initial submission should have been 15-dec-2018. (F6 & f8) date user facility or importer became aware of event & date of this report, both were entered in error.

Manufacturer narrative:
Pending evaluation.

Event description:
"Index surgery: (B)(6) 2014. First revision on (B)(6) 2017. This is the second revision. Revision due to broken ceramic liner, no known significant event caused the break. Patients health was stable leaving the room. Initial surgery (B)(6) 2014, revised (B)(6) 2017 - captured in (B)(4) (1038671-2017-00282, 1038671-2017-00568, 1038671-2017-00569). Pending evaluation. "